Event description:
The implantable neurostimulator was unresponsive to telemetry attempts between it and the patient and physician programmer and recharger. The antenna locate feature of the recharger was used to optimize recharging. Afterward a power on reset message displayed. The patient was able to recharge with maximum recharge efficiency. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).